Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and not deployed. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath section). The inner member was kinked at the proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath section). Functional evaluation revealed the stent could not be deployed due to the outer sheath detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface; however, the stent could be manually deployed by gripping the outer sheath and pulling the tip distally. No issues were noted with the stent and no other issues were noted with the delivery system the damages noted with the returned device were consistent with the application of excessive force during device use. Given the event description and condition of the returned device, the investigation concluded that that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was impossible to deploy. The procedure was completed with another wallflex biliary stent. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/ broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath section).